Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios omnipod software app version: 2.2.1 operating system: 26.5 hardware: iphone18.3 cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient went to the emergency room with hyperglycemia in (B)(6) 2026. The patient's blood glucose levels rose to 500 mg/dl while wearing the pod for an unknown duration. The patient reported experiencing elevated blood glucose levels and noted that the cannula was out of the skin. The patient additionally stated that they do not always believe the pod adhesive is secured adequately to their skin. Reported symptoms included vomiting and hyperglycemia. The patient was diagnosed with high blood sugar and received treatment with intravenous fluids and 2 units of insulin administered via insulin pen. The patient was released from the emergency room the same day.